Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported complication cannot be determined or is unknown. The surgeon did not allege a deficiency of the da vinci system, instrumentation, or accessories associated with the reported incident. The stapler instruments and reloads used during the procedure have been discarded. Therefore, no products are expected to return to intuitive surgical, inc. (Isi) for failure analysis evaluation. A review of the site's complaint history does not reveal any related or duplicate complaints involving this event. A review of the stapler log review for the sureform 60 stapler instrument associated with this event has been completed. The tool table shows sureform 60 stapler (part number 480460-09; lot t90210303-0174) fired nine reloads (five blue and four white); however, the logs show 5 of the firings (1 blue followed by four white). Of the five firings in the logs, all were completed. The blue firing had no pauses for compression, and all four white firings had one pause. There were no incomplete clamps in the available logs. Additionally, all instruments used in the case were used in subsequent procedures, with the exception of the following: monopolar curved scissors, vessel sealer extend, and sureform stapler instrument. The vessel sealer extend and sureform stapler instruments are single-use instruments, and site reviews have shown that no complaints were filed against these instrument or the mcs instrument. An isi medical safety officer provided the following review of the event: "based upon the information provided in the description of events, the patient suffered a leak from the staple line along the gastric remnant. The patient underwent a second procedure to repair the leak. However, the patient unfortunately died as result of complications from the gastric remnant leak. The surgeon has indicated that the potential cause for the gastric remnant leak was due to narrowing of the portion of the jejunum connected to the gastric remnant. It is unclear if the narrowing of a section of jejunum was related to the proximal jejunal mass excised during the original procedure. It is certainly plausible that if the jejunum distal to the gastric remnant was narrowed or stricture, that pressure from the normal fluid from gastric, hepatobiliary, pancreatic, and small bowel secretions could result in significant backpressure in the gastric remnant causing the staple line to fail. Findings on a abdominal CT scan would show a dilated gastric remnant and associated distal jejunum connected to the gastric remnant. The patient would experience increasing abdominal pain without vomiting as the situation would represent at least a partial closed loop obstruction. It is unlikely that there was an issue with the staple firing on the gastric remnant at the time of the original surgery because the patient would have experienced symptoms much sooner if the leak was attributed to an immediate staple line failure. Absence of both operative reports and radiographic imaging, I am unable to determine the exact etiology of this event. However, the explanation provided by the surgeon is plausible." Based on the information provided at this time, this complaint is reportable due to the following: five days after a da vinci-assisted gastric bypass procedure, the patient was re-admitted to the hospital for a second, open procedure to address a two centimeter hole found on the gastric remnant. Although the surgeon confirmed no malfunction of an isi device or system was observed, the root cause of the reported issue and the patient's death are unknown.

Event description:
It was reported that four days after a da vinci-assisted gastric bypass surgical procedure, the patient went into the ER with abdominal pain. The patient underwent a second, open procedure on the fifth post-operative day secondary to peritonitis and a two (2) centimeter hole was identified on the gastric remnant. Although the surgeon repaired the hole on the gastric remnant, the patient expired later that day. Intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following additional information regarding the reported event: on (B)(6) 2021, the patient underwent a da vinci-assisted gastric bypass surgical procedure with no report of any intraoperative complications. The surgeon had identified a small mass on the proximal end of the small intestine, closer to the jejunum, which he had resected and sent in for a biopsy. There were no issues with any of the stapling events, no pauses, no errors, or any misfires. The patient was discharged on (B)(6) 2021. On (B)(6) 2021, the patient went into the emergency room with abdominal pain. There was imaging done, and there was nothing identified. The patient was dehydrated and under-resuscitated; hence, he was admitted to the ICU. Imaging did not indicate any fluid collection. On (B)(6) 2021, the patient coded, and the patient was resuscitated. A little later, since the patient's condition did not improve, the patient was scoped and was identified with peritonitis, bile, and a two centimeter perforation on the gastric remnant. The patient was taken into the or for an open surgical procedure within a half-hour. The surgeon identified a perforation on the gastric remnant on the longitudinal and vertical cross-section where a blue sureform 60 reload was fired. The surgeon resected and repaired the opening. The abdomen was left open to recheck in 42-72 hours; however, the patient had expired later that evening. The surgeon speculated that the jejunum could have been narrow, and the backpressure could have caused the hole. The surgeon also stated, "maybe the ischemic event and hypotension could have triggered the perforation," as the second set of imaging done before the cardiac arrest also did not indicate any issues. He stated that this outcome would have occurred regardless of the surgical modality. He confirmed that no issue or malfunction of the da vinci system or instruments was identified during the initial procedure. The surgeon could not establish the root cause of the postoperative complication that led to the patient's death. It was noted the patient was not the healthiest; however, he did get clearance from his cardiologist for the procedure. The surgeon confirmed the sureform 60 stapler instrument and the reloads would not be returned to isi for evaluation, as there were no intraoperative complications. The robotic coordinator stated that the hospital would not provide the video recording per subsequent follow-up. The stapler instrument and the stapler reloads will not be returned to isi as they have been discarded.